Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead dislodged, resulting in high threshold capture. In addition, placement difficulty was noted. The rv lead was removed and replaced . No patient complications have been reported as a result of this event.